Event description:
Patient experienced a blood glucose level of 25.9 mmol/l (466.2 mg/dl), and she checked the infusion device and noticed there was no insulin in the infusion set. No alert or error messages were displayed. Her normal blood glucose is 4-10 mmol/l (72-180 mg/dl), and her blood glucose returned to normal when she switched to a different infusion device. She was feeling well at the time of the report. The infusion device was requested for evaluation. The infusion set and cartridge were discarded and will not be returned. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.